Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and on error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, could not get device to work. Traded handpieces and still could not get it to work. Got a device to complete procedure. No pt consequence.